Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of left ventricular (lv) lead was damaged. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the helix was stretched, bent, and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue, bent, and stretched.